Event description:
It was reported that the catheter was inserted and dialysis was onset using a competitor's blood circuit. That same day, the catheter was to be disconnected from the blood circuit, but in doing so, difficulty was met resulting in the catheter breaking. As a result, the catheter was removed but not replaced, as the pt required no further treatment. It was noted that iodine was used, but said to be dry when connected. There were no reported pt complications.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.